Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using batteries, and when powered on some led segments do not illuminate. The device was able to obtain readings and error alerts with audio and visual status indicators were functional internal inspection showed the segments failed to illuminate due to a failed led segment on d1 on the instrument board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the display has top segments missing. No patient impact or consequences were reported.